Event description:
It was reported that the patient presented for the generator exchange procedure. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the lead exhibited low pacing impedance and a high capture threshold. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.